Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to a possible brain bleed and possible stroke. The cause of death was a possible brain bleed and possible stroke. The caller stated they do not have a death certificate and are unsure of the official cause of death. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 30 mg/dl at the time of treatment by paramedics. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected within 48 hours prior to passing. The caller declined to return the insulin pump for analysis, as the pump had already been donated.